Event description:
It was reported that when using the bd pyxis¿ es server, the medication order was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) connected with the customer and confirmed that the issue had been resolved. The facility was part of satl, and the problem was resolved after the external inbound processing service was restarted. The system functioned as intended after the customer resolved the issue.